Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: indents in the rear side of the retainer ring, indent in the lower right corner of the front face of the case. The pump was received without a battery cap. In summary, the customer¿s report of an indent in the case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was dropped and has a big dent on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that the functionality of the pump was not affected. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.